Manufacturer narrative:
H3 and h6 codes, updated. The suspected device was returned for evaluation. The device was visually inspected and found that the lens is severely damaged. Review of the event history log (ehl) could not confirm the reported alarm. The reported complaint is confirmed along with error code 46446 instead of 42224 and patient data lost and settings alarm. The probable cause is intermittent failure on main board. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had an alarm displayed on red screen when the cassette was attached. The most recent error code is 42224 that occurred during priming. There is no customer damage, it was not dropped.